Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor had been detached from the suture and was not returned with the device. The t2 anchor was in it's intended position. The actuator tip was in the t2 pre-deployment position. No physical damage visible to the device. A functional evaluation revealed the actuator tip and deployment knob function as intended. The t2 anchor deployed as expected. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly or failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the fast-fix was placed and the second t could not be released. The defective parts could be successfully and completely removed. A delay less or equal than 30 minutes were reported and the procedure was finished with a smith and nephew back up device. No patient complications were reported.